Event description:
Consumer experience hyperglycemia. Ambulance picked consumer up from work and took him to hosp. Consumer was given intravenous "sugar and slat". When he became conscious, they fed him. After a few hrs he went home. Consumer's md had recently cut back on his insulin. Consumer admits that he doesn't check his blood glucose as advised by his dr.consumer did not link incident to syringe.